Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm whether the needle or suture was discolored, or whether there was any foreign matter inside the package. If other, please provide additional details. Are photos available for visual analysis? Can you identify the lot number of the product used? Please provide the title/role of the external person who will answer follow-up questions (e.g., nurse, surgeon, risk manager). Please provide the status of the device(s), as they have not been received for analysis. If the device(s) have been shipped, provide the shipment tracking details. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional h11: 1 30in ethibond excel grn - x425h (x425h): unknown list any j&j products that were utilized during the case but did not contribute to the reported event. ## was there any reported patient or user harm? ## unknown was there a significant delay? ## unknown if available, provide the product order number (po). ## do you need product packaging to send the product back? ## no would you like a return label at the end of this process? ## no .

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Black discoloration noted inside of package. Was not used for surgery. No adverse patient consequences were reported. Additional information was requested.